Event description:
It was reported that the 0.5ml 31gx6mm u-100 insulin syringe walmart experienced product damage and was unable/difficult to aspirate during use. The following information was provided by the initial reporter: consumer stated, she could not draw her insulin stated, when she removed the needle from vial, she noticed the barrel was cracked lot: 9217412 catalog: 328520 date of event: (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) 31gx6mm, 0.5ml insulin syringe from lot 9217412. Consumer stated, she could not draw her insulin; stated, when she removed the needle from vial, she noticed the barrel was cracked. The returned syringe was examined, and it was observed that the barrel was broken near the needle hub assembly. A review of the device history record was completed for batch # 9217412 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200835960] noted for out of spec sustaining. There were two (2) notifications [200836452, 200836439] noted for damage tips. There was one (1) notification [200836434] noted for deformed stoppers. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #73771 was opened for barrel rail out of adjustment. Corrective action: the barrel rail was adjusted.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 0.5ml 31gx6mm u-100 insulin syringe (B)(4) experienced product damage and was unable/difficult to aspirate during use. The following information was provided by the initial reporter: consumer stated, she could not draw her insulin. Stated, when she removed the needle from vial, she noticed the barrel was cracked. Lot: 9217412, catalog: 328520, date of event: (B)(6) 2020.